Event description:
It was reported that one day post implant this lead dislodged. A revision took place but there was difficulty with the extension of the helix, thus a new lead was used. No additional adverse patient effects were reported. This lead was expected to be returned.

Manufacturer narrative:
The completed lead was returned intact. Visual inspection noted a stretched helix tip likely procedure related as it appeared the helix mechanism may have gotten caught on something and was pulled. It was not known if the helix became stretched during the implant or explant procedure. It was also noted that there was tissue entwined in the helix mechanism. The lead passed electrical testing indication that the lead conductors were intact. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that one day post implant this lead dislodged. A revision took place but there was difficulty with the extension of the helix, thus a new lead was used. No additional adverse patient effects were reported. This lead was expected to be returned.